Event description:
It was reported that the ilet touchscreen became unresponsive after the user fell during marching band, consistent with external physical damage to the display assembly and loss of touch functionality. Symptoms included no adverse clinical effects. Outcomes included continued glycemic control with blood glucose in range and use of backup insulin therapy until a replacement device arrived. Investigation included review of customer-provided imagery, confirmation of device serial information, and logistics tracking of the returned unit. Investigation of this device revealed physical damage to the screen consistent with impact, resulting in a nonfunctional touch interface. It was concluded, based on previously established findings for similar reports, that the cause was user-induced external damage rather than a device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.